Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was reported on an online forum and provided to the manufacturer by a separate patient. No further information is available. The country the event occurred in is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the valve was placed in their frontal lobe and then moved behind their right ear. The patient experienced headaches and a heaviness in their head every day since their surgery on (B)(6) 2014.